Event description:
Additional information stated the patient experienced telemetry issues. It was noted the patient¿s pain was back. Reportedly a physician mode recharge was started after a power on reset (por) was seen. Additional information was requested, but was not available as of the date of this report.

Event description:
It was reported, the patient¿s second overdischarge occurred due to patient non-compliance. It was noted a power on reset (por) was planned. It was noted, the patient had lost their patient programmer. It was further noted, there were no patient symptoms and the patient status was alive with no injury or adverse event. Additional information reported, the patient¿s battery had ¿gone dead.¿ it was noted, the manufacturing representative tested the battery and stated ¿we can¿t get nothing out of it.¿ it was noted, the patient had ¿a bad fall and landed on it. And it don¿t appear to be in the same shape it was.¿ it was further noted, the patient fell ¿sometime in (B)(6).¿ it was noted, the patient was working with the manufacturing representative to ¿get the implant repaired and a remote to run it with.¿ additional information reported, the patient had back surgery in 2006 which resolved their pain issues. It was note, the patient had not charged their implantable neurostimulator (ins) since the surgery and had been overdischarged since 2006. It was further noted, the patient only used their ins ¿2-3 times afterward.¿ it was noted, the patient fell in (B)(6) and the fall affected the patient¿s lower spine, both knees, and everything was ¿goofed up.¿ it was noted, the patient believed the fall ¿damaged¿ their battery and they felt the ins was ¿dented or a different shape than before when he feels his pocket area.¿ it was further noted, the patient was unsure if the ins was sitting in the pocket differently. It was noted, the manufacturing representative assessed the pocket and thought the pocket was fine. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 377760 lot# n0030644, implanted: 2006 (B)(6); product type lead product ID 37752 lot# serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 377760 lot# n0030644, implanted: 2006 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).